Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2131 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported about 3 weeks ago, extravasation happened at the end of the infusion. PICC was placed (B)(6) 2021. No issues on insertion and no issues with PICC on day of treatment or prior to. (B)(6) 2022 ssu tpf chemo extravasated after 100 ml docetaxol, PICC bled back. PICC removed, hole quite high up. Arm swollen and patient referred to plastics.